Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a fluid leak from the chemistry cartridge (cc) sample probe in the unicel dxc 800 pro synchron chemistry analyzer. The customer also indicated that the system was generating erratic qc recovery on multiple cc chemistries. No injury or operator exposure was reported in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and calibrated the speed on both chemistry cartridge (cc) sample and reagent mixers. The fse also performed rotary alignment on the cc reagent mixer, replaced the cc sample probe wash collar, and tightened the cc reagent syringe.